Manufacturer narrative:
Date of event: (B)(6) 2021. Reported: 12feb2021 .

Event description:
The biomed is reporting the v60 displayed a low leak-co2 rebreathing diagnostic code. The customer contacted product support and the biomed is reporting the patient circuit was blocked because of the use of 2 bacterial filters and a humidifier. Product support advised the biomed to test the unit for 24 hours and report back any 1203 errors. Product support advised the customer to utilize the bi-pap test connector and also complete performance verification tests 1-7. The customer is reporting they have ran the unit for 24 hours using the v60 bi-pap test connector without any issues. Product support advised the customer to remove the top cover and check to make sure they don't see any condensation inside the v60. The customer is going to place the unit back into service. The customer reported that the unit was in use on a patient, but there was no patient harm reported. The unit was swapped out. Per biomed, the circuit accumulated an abundance of moisture and caused the obstruction. The biomed checked and saw no signs of moisture in the v60. The biomed performed a preoperational check and ran the v60 for 24 hours with the test adapter without any errors. The unit passed all test and return the unit back in service.

Manufacturer narrative:
G4:28jan2021. B4:26apr2021. Per biomed the unit was swapped out and the patient circuit. There was no patient harm. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.